Event description:
A report was received stating that during &#39;prior to use&#39; testing, an endobronchial tube&#39;s cuff did not properly deflate. There was no patient involvement.

Manufacturer narrative:
(B)(4). The referenced endobronchial tube was received for evaluation. Visual examination show the shape of the tubes have been altered using the stylet wire. Also, the tracheal cuffs are stretched over the tracheal cuff notches. Visual examination also show some air contained in both cuffs. The bronchial and tracheal cuffs were inflated/deflated three times without issue. The cuffs were found to function as they were intended. The reported "cuff won't deflate" was not confirmed in the returned sample. All bronchocath products undergo a four hour inflate/deflate test prior to release. At this time, any defects are removed from the lot.

Manufacturer narrative:
(B)(4)